Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead measured high impedance and was unable to pace even at high threshold values. The lead was not implanted and the physician decided to implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).